Manufacturer narrative:
.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor was broken when impacting the impactor 2 or 3 times for inserting the tibia trial into the patient¿s tibia during the surgery on feb. 14th, 2018. The surgery was completed after the surgeon checked that there was no fragment left in the patient¿s joint. There was 10 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.